Event description:
It was reported by the customer that they have been actively changing out the ends because they are prone to drip which causes a spill/contamination of material. Verbatim: the attached newsletter came by way of the vamc. There has been considerable concern in the nuclear medicine community about radioactive contamination with the new needles. We have been actively changing out the ends because they are prone to drip which causes a spill/contamination of material. Not sure if there could be an exception for strictly pet and nuclear medicine of using the old-style angio catheters.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Correction: b.3. Date of event (bd aware date). Investigation summary: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the appropriate risk documentation the root cause was not concluded due to unavailability of batch information.